Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that the device has no display. The unit was triaged and the customer¿s reported condition was confirmed. The unit was excessively damaged and had fluid ingress. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation. A review of the device history record shows that this unit was manufactured in 2015 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 2017-10-09.

Event description:
According to the reporter, the device has no display. No patient involvement.